Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and hv therapy due to atrial fibrillation with rapid ventricular conduction. The device was explanted and replaced. No further information was available.